Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt reported poor sound quality and speech perception, which correlated with the appearance of a short circuit on electrodes 6 and 11. The clinic had previously turned off electrode 11 but left electrode 6 still active. Electrode 6 was turned off and the pt reported significant improvement in sound quality. Speech perception and performance appear to be unaffected. A CT scan carried out was unremarkable, with all electrodes inserted into the cochlear. The external equipment was checked and found to be working.